Event description:
It was reported that a pin from the power cable connector of the controller broke and dislodged into battery clip connector. The controller was to be exchanged to ensure proper cable connection and function. A replacement for both was requested. Manufacturer report number of the controller: 2916596-2021-00437.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken-off pin found in the lemo receptor of the battery clip was confirmed. This pin was found to be from the controller¿s white power cable (controller addressed under MFR # 2916596-2021-00437). Once pin was removed, there were no physical obstacles blocking the connection and a fully-seated connection was made. The returned battery clip, (lot 760022), was connected to a test 14v li-ion battery and system controller. There was no contact issue between the batteries and clips. No alarms were produced and the battery clip functioned as intended during analysis. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspecting the system controller power cables for damage daily (caring for the system controller power cables, daily safety checklist, rev c) (what not to do: driveline and cables, daily safety checklist, rev. C). Device history records for the specified lot number are unavailable at this time. No further information was provided. The manufacturer is closing the file on this event.